Event description:
It was reported that the patient was in the emergency room because of a car accident on the day of the report. A CT might have been completed, but an MRI was not needed. The patient also had pain in the left buttock and a burning sensation starting from the implantable neurostimulator (ins) and went down the left leg. The pain was present even with the stimulation off as the patient had turned her stimulator off right after the accident. It was noted that the lead appeared to be at c7. Additional information received a day later reported that the patient wanted to confirm if her device was okay and that nothing happened after their car accident. They wanted to be reprogrammed and had an appointment with their pain specialist in four days on (B)(6) 2014. Additional information requested but was unavailable at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).